Event description:
A small piece of the femoral head impactor tip broke off during surgery. It is unknown whether or not the piece was retrieved from the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A small piece of the femoral head impactor tip broke off during surgery. It is unknown whether or not the piece was retrieved from the patient. Examination was not possible, as the instrument was not returned. Per the initial reporting, patient x-rays are not available for examination. The investigation could not draw any conclusions regarding the reported event with the information available. A two year complaint database search finds only one additional report against this product code for any reason. A trend for failure is not identified. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.